Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of p waves. Technical services (ts) discussed bringing this patient in to view the electrogram (egm) and determine if this was crosstalk on the lv lead and to adjust sensitivity or reprogram the vector if so. This lv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).